Event description:
It was reported that the customer had a motor error and no delivery alarm during priming. The blood glucose level is 135 mg/dl. Customer states they use the sensor feature and they are able to rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports a pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed, but the motor may have had an intermittent failure that was not detected during our testing. Testing was unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.